Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted over night. The next morning the battery deleted and shutdown. Pump supplies were changed and reportedly, battery was recharged. Customer's blood glucose was 357 mg/dl. Although multiple attempts were made by tandem technical support to confirm no further battery issues, customer did not reply.